Event description:
A patient reported experiencing inaccurate erratic results with a otp meter. The patient's blood glucose results were 75mg/dl, 160mg/dl, 120mg/dl. Tests were done within < 10 minutes with a difference of 42%. Patient did not experience any adverse events. No further information has been reported. Note-in the potential medical it states, "cust did a precision test using only 1 finger. At the end of the call, customer mentioned that customer could have used different fingers but was not sure."